Event description:
Customer reported device =528 mg/dl. Customer was admitted to the hosp. Lab =91 mg/dl. No treatment was received. N controls used. A request was made for return product and replacement product was sent.